Event description:
It was reported that the stretcher has a unstable litter due to a sheared jack. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.